Event description:
During an in-clinic follow-up, episodes of myopotential oversensing and noise resulting in oversensing were observed on the atrial lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.